Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process with multiple cartridges. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.